Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their issue had been resolved and that the device was much better for their neuropathy than "awful oxycontin."

Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient's stimulator battery has been down for a week and they tried to recharge the ins but kept getting a screen to recharge the recharger battery. The patient reported they plugged the recharger into the outlet and the same thing continues to happen. It was reported that the connector pin was loose. No further complications reported.